Event description:
Airway emergency occurred upon induction of anesthesia. Et tube was in correct location but breath sounds were not heard. Patient treated for bronchospasm. Not able to obtain end tidal co2. Anesthesia machine tested emergently and was registering end tidal appropriately from an alternate source. Attending anesthesiologist requested emergent bronchoscopy and felt there was a film or "septum" felt in the tube that she perforated through upon scoping the patient. No mucus plug observed in lungs. Patient became very hypertensive and arrhythmias noted. Et tube switched to another tube with end tidal co2 registering properly. Surgical case was cancelled. Patient remained intubated and transferred to ICU level of care.